Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp shim exhibits signs of repeated use and has one set of components disassembled / missing on one side. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ball bearings were missing from the tasp shim. Attempts were made and no further information has been provided.